Event description:
Surgeon activated t1 without issue, however, when he attempted to activate t2 there was nothing there. Surgeon was able to advance the suture and knotted down t1. The meniscal repair was successfully completeed using an additional fast t-fix. No delay to surgery, and no patient or procedural complications were experienced.